Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after loading a cartridge with approximately 150-200 units of insulin, the customer received a minimum fill notification. Additionally, the contact reported that sometimes during fill tubing, there were small air bubbles present in the tubing. There was no impact to the customer's blood glucose level. The contact was able to load a new cartridge successfully and prime out the air bubbles from the tubing.